Event description:
I had the essure implanted on (B)(6) 2012 and after a half a year later I started having a lot of bad symptoms that I was not aware were caused by the implant. I started gaining weight, I started getting very bad episodes of dizziness, night sweats, low libido, hair loss, dry skin, panic attacks, mild depression, mood swings, heart palpitations, vaginal odor, thickness of the uterus lining, lower abdominal pain, low back aches, cyst in the uterus. I have not been able to drive since I do get the dizziness while I am driving as well. I have developed allergies to some foods and deodorants and female pads.